Event description:
It was reported via a journal article: title: the modified radical peripartum cesarean hysterectomy (soleymani-alazzam-collins technique): a systematic, safe procedure for the management of severe placenta accreta spectrum authors: hooman soleymani majd, md, mrcog; sally l. Collins, bmbch, dphil, frcog; susan addley, mb bch, mrcog; esme weeks, ba (oxon); sujay chakravarti, mbbs, mrcog; sunil halder, mbbs, frca; móiad alazzam, md, mrcog citation: am j obstet gynecol 2021;225:175.e1-10. Https://doi.org/10.1016/j.ajog.2021.03.014 this retrospective cohort study aimed to describe a stepwise, systematic technique for radical cesarean hysterectomy for placenta accreta spectrum to investigate outcomes for women with severe, invasive placenta accreta spectrum who were hysterectomized using this technique. A total of 24 women who had an elective primary cesarean hysterectomy with a confirmed intrapartum diagnosis of severe percreta with invasion into another organ (federation of gynecology and obstetrics grades 3b and 3c) were included in the study from (B)(6) 2011 to (B)(6) 2020. Among those cases, 16 (median bmi of 24.8) had standard care (surgical technique dependent on surgeon¿s preference), and 8 (median bmi of 26.4) had a radical peripartum hysterectomy using the soleymani-alazzam-collins technique as described. The soleymani-alazzam-collins technique was performed using bipolar scissors (ethicon) or a competitor device, vicryl suture (2-0, 1-0; ethicon), surgicel (ethicon), 1-0 silk suture (ethicon), and 3-0 monocryl suture (ethicon). Resulted complication include (n=1) requirement for blood transfusion. In conclusion, the soleymani-alazzam-collins technique demonstrated a significant improvement in outcomes for women with severe placenta accreta spectrum, without increasing surgical time.

Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used in each procedure? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Event related to mw # (B)(4). Citation: am j obstet gynecol 2021;225:175.e1-10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.